Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a broken force sensor that was detected during seating or regular delivery (pump error 35). Troubleshooting was performed, explained the pump performs safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Moisture damage was found on the motor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 07/02/2023 21:26:01.000 and on 07/02/2023 21:36:00.000 due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 02-jul-2023 in the pump history file. 07/01/2023 23:46:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 07/02/2023 00:18:10.000 batteryremoved (55). 07/02/2023 00:18:10.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 00:18:17.000 batteryinserted (44). 07/02/2023 21:26:01.000 alarmalertnotification (40), faultnumber: brokenforcesensorerror (35). 07/02/2023 21:36:00.000 alarmalertnotification (40), faultnumber: brokenforcesensorerror (35). 07/02/2023 21:41:54.000 batteryremoved (55). 07/02/2023 21:41:54.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:44:29.000 batteryinserted (44). 07/02/2023 21:44:29.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:44:30.000 batteryremoved (55). 07/02/2023 21:44:30.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:47:27.000 batteryinserted (44). 07/02/2023 21:47:27.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:47:28.000 batteryremoved (55). 07/02/2023 21:47:28.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:47:29.000 batteryinserted (44). 07/02/2023 21:47:29.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:47:30.000 batteryremoved (55). 07/02/2023 21:47:30.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:47:31.000 batteryinserted (44). 07/02/2023 21:47:31.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:47:32.000 batteryremoved (55). 07/02/2023 21:47:32.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:51:27.000 batteryinserted (44). 07/02/2023 21:51:27.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:51:28.000 batteryremoved (55). 07/02/2023 21:51:28.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:51:29.000 batteryinserted (44). 07/02/2023 21:51:29.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:51:30.000 batteryremoved (55). 07/02/2023 21:51:30.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:51:31.000 batteryinserted (44). 07/02/2023 21:51:31.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:51:32.000 batteryremoved (55). 07/02/2023 21:51:32.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:54:29.000 batteryinserted (44). 07/02/2023 21:54:29.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:54:30.000 batteryremoved (55). 07/02/2023 21:54:30.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/02/2023 21:54:31.000 batteryinserted (44). 07/02/2023 21:54:31.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 07/02/2023 21:54:32.000 batteryremoved (55). 07/02/2023 21:54:32.000 alarmalertnotification (40), faultnumber: batteryremoved (84). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was due to the customer's battery in the pump is low on power. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 35 was confirmed in the pump history file. Lowbatteryalert (104) not confirmed. Pump error 35 confirmed. Failedbatttest (58) not confirmed. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to corroded force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.